Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated that they also had high blood glucose and were receiving a no delivery alarm once or twice a week. Customer reported that the alarm was resolved by a complete set change. Customer stated that they do not want to return the set or reservoir for analysis. Customer stated that they gave corrections for their high blood glucose, which lowered after the alarm occurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.